Event description:
It was reported that aortic rupture occurred, and the patient died. The 80% stenosed, 28 mm x 4mm target lesion was located in the moderately tortuous and moderately calcified left main coronary artery (lm). The angiography showed that the 70-80% stenosis located in distal and middle lm and extending to opening of the left anterior descending artery (lad). There was no obvious stenosis noted in the middle to distal of lad, no obvious stenosis noted in the left circumflex artery (lcx) and 30% stenosis noted in the proximal of right coronary artery (rca). Intravascular ultrasound (ivus) was performed and an opticross ivus catheter was used. When ivus was completed, the patient had a sudden blood pressure reduction from 105mmhg to 30-40mmhg, the heart rate was 85bpm, the oxygen saturation was 95-98%. The patient was still conscious, so adrenaline, dopamine, norepinephrine was given immediately. The patient lost consciousness and was treated with endotracheal intubation and continued chest compressions. The physician implanted the 28 x 4.00 promus premier stent quickly and successfully. Angiography showed that the stent adhered well. However, the aortic dissection rupture was noted. Continuous chest compressions were performed, and air bag assisted breathing was applied. The patient died despite emergency rescue efforts. The physician medical opinion was that patient's death was caused by the aortic dissection rupture and aortic dissection rupture may have occurred before the stent implantation and the stent dispositioned site was far away from the aorta. There was no autopsy done.

Manufacturer narrative:
Visual inspection of the returned device revealed several kinks in the telescope and sheath assembly. The distal section of the imaging window was returned damaged (torn and stretched). The broken section including the tip assembly of the device was not returned for analysis. No friction marks were observed between the rotator and the retainer clip. Microscopic inspection revealed the distal housing of the transducer was complete with no shattered pieces. However, the distal section of the imaging window was returned detached as well as torn and stretched. The imaging core was kinked near the distal housing section. Impedance testing showed an electrical open at distal wave form. The catheter was properly recognized by the imaging system when plugged into the motor drive unit. The guidewire exit port test could not be performed due to the returned device condition. The device was sent for x-ray analysis to further characterize the electrical failure. Based on the x-ray analysis, no discernible defect could be seen. B2 date of death: corrected.

Event description:
It was reported that aortic rupture occurred, and the patient died. The 80% stenosed, 28 mm x 4mm target lesion was located in the moderately tortuous and moderately calcified left main coronary artery (lm). The angiography showed that the 70-80% stenosis located in distal and middle lm and extending to opening of the left anterior descending artery (lad). There was no obvious stenosis noted in the middle to distal of lad, no obvious stenosis noted in the left circumflex artery (lcx) and 30% stenosis noted in the proximal of right coronary artery (rca). Intravascular ultrasound (ivus) was performed and an opticross ivus catheter was used. When ivus was completed, the patient had a sudden blood pressure reduction from 105mmhg to 30-40mmhg, the heart rate was 85bpm, the oxygen saturation was 95-98%. The patient was still conscious, so adrenaline, dopamine, norepinephrine was given immediately. The patient lost consciousness and was treated with endotracheal intubation and continued chest compressions. The physician implanted 28 x 4.00 promus premier stent was quickly and successfully placed. Angiography showed that the stent adhered well. However, the aortic dissection rupture was noted. Continuous chest compressions were performed, and air bag assisted breathing was applied. The patient died despite emergency rescue efforts. The physician medical opinion was that patient's death was caused by the aortic dissection rupture and aortic dissection rupture may have occurred before the stent implantation and the stent dispositioned site was far away from the aorta. There was no autopsy done.